Event description:
In preparation of patient for CT or patients for MRI there were 4 power injector syringe kits. 3 different MRI exams: there were 2 disconnected when priming tubing with saline and the 3rd kit sprayed saline from connector when attempted to prime for exam that failed during set up 4th injector cartridge tubing broke off while associate was priming the tubing - saline sprayed through broken pieces. None had patients in room(s) during preparation of equipment and thus no patient harms nor involvement. 3 MRI kits were from (B)(6) 2022 and are of same manufacturer/model/lot/reference numbers 4th device was from CT scan prep on (B)(6) 2022 and though it is the same manufacturer it is of a different model and reference no. Etc. Radiology supervisor and team saw trend, saved devices, packaging.

Event description:
In preparation of patient for CT or patients for MRI there were 4 power injector syringe kits. 3 different MRI exams: there were 2 disconnected when priming tubing with saline and the 3rd kit sprayed saline from connector when attempted to prime for exam that failed during set up 4th injector cartridge tubing broke off while associate was priming the tubing - saline sprayed through broken pieces. None had patients in room(s) during preparation of equipment and thus no patient harms nor involvement. 3 MRI kits are of same manufacturer/model/lot/reference numbers 4th device was from CT scan prep and though it is the same manufacturer it is of a different model and reference no. Etc. Radiology supervisor and team saw trend, saved devices, packaging.